Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a comprehensive right shoulder arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 on the right side due to disassociation of the versa-dial head from the proximal body. Review of invoice history confirms the initial procedure date and shows that the versa-dial head and the stem were removed and replaced on (B)(6) 2014.

Event description:
It was reported patient underwent a comprehensive shoulder arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to disassociation of the versa-dial head from the proximal body.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "disassociation of the humeral head component from the humeral stem component has been reported. Failure to properly align and completely seat the components together can lead to disassociation. " this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09012 / 09013).